Event description:
It was reported that the unit burned.

Manufacturer narrative:
It was reported the unit burned. Our investigation showed no evidence of an actual burn, however, there was discoloration of the fabric foundation of the unit caused by the intensified level of heat produced when heater wires became dislodged and in close proximity to one another. This condition was caused by failure to follow our user instructions and misuse of the unit on the part of the consumer.